Event description:
The system 7 dual trigger rotary was sent for eval due to leaking an unknown substance during testing. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.